Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2022-03315. It was reported the patient experienced uncomfortable stimulation and ineffective therapy for their leg pain. As a result, surgical intervention may occur to address the issue.

Manufacturer narrative:
A patient experienced uncomfortable stimulation and ineffective therapy for their leg pain was reported to abbott. As a result, the leads were explanted and replaced to address the issue. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information received indicated surgical intervention occurred wherein the leads were explanted and replaced to address the issue.

Manufacturer narrative:
Correction: d4 - product serial number. Additional components potentially involved in the event include: common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 8195617. Common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 8362602.